Event description:
It was reported to philips that the device gave a remote alert indicating that free disk space was too low, which can impact imaging. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-01831. This complaint will be closed as duplicate.